Manufacturer narrative:
H6. The codes have been updated to reflect the most recent coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting they met the patient at the hospital to check the patient's device for potential MRI scan as the patient was being seen in the emergency room (ER) for issues not related to the deep brain stimulation (dbs). During interrogation of the implantable neurostimulator (ins), high impedances was noted on contact 3. Values were taken at 3v (c/0 22,008 ohms, 0/3 25,000 ohms, 1/3 21,000 ohms, 2/3 22,008 ohms). It was reviewed MRI should not be scanned on this device with those values.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 08-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported pre-op impedance test showed high impedance over 20k on contact 3 left lead, monopolar and all bipolar configuration. The patient is not using contact 3 in programming. The impedance stayed the same after implantable neurostimulator (ins) change. The patient was in for routine normal elective replacement indicator (eri) ins change. The neurosurgeon stated not to do anything else at this point as the patient is doing fine. It is unknown if there were any factors that may have led or contributed to the issue. They indicated that the issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 3387s-40 lot# va0u3k2 implanted: (B)(6) 2015, product type lead. Product ID 3708640, serial# (B)(6), implanted: (B)(6) 2015, product type extension. Product ID 37603 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.